Event description:
Customer reported a restricted gas flow during the case. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.